Event description:
It was reported that in 2003-surgery with decompression and a branigan cage, as well as timex system in 2004. Right leg pain and numbness post-surgery. In (B)(4) 2004, l5-s1 revision fusion. CT scan lumbar spine done on (B)(6) 2005 showed diffuse bulging of l4-l5 disc, minimal bulging of l5-s1 disc and left l4 pedical screw projecting to the lateral aspect of the vertebral body and right pedical screw at this level slightly encroaching upon the canal. L5-s1 shows tract of previous pedical screw, which appears to be removed. Noted on (B)(6) 2005: emg testing on (B)(6) 2005 positive for chronic bilateral l5 and s1 radiculopathies. Patient in to see [doctor] on (B)(6) 2005 with c/o lumbar pain, radiating to the right lower extremity-continue percocet and neurontin, right l4-l5 and l5-s1 transforaminal epidural injections, followed by caudalepidural. On (B)(6) 2005, MRI revealed post-fusion changes, modic changes at l5-s1, cage not well visualized, may be to the left of the neural foramen. Significant degenerative changes. Continue with pain management. On (B)(6) 2005, persistent pain following l5 fusion with extension to l4 for undocumented reasons. Continued pain, l4-l5 weakness on the right. On (B)(6) 2005, admitted to [hospital], (B)(6) for failed back syndrome, medially placed screw; removal of old hardware, l5-s1 post erolateral fusion with new instrumentation, bmp by [doctor], op note reveals bmp sponge cut in half <(>&<)> cancellous chips placed within sponge and rolled then placed intransverse process <(>&<)> sacral ala on (B)(6) 2007-continues to have pain, now trouble urinating, frequency and weak stream. On (B)(6) 2007-c/o bilateral leg pain, seen at another ed for same condition on this day, received demerol shots xf2, denies radicular pain or numbness. On (B)(6) 2007, x-ray lumbar spine-disc height loss and degenerative changes l5-s1. On (B)(6) 2010-complains of persistent low back pain and right lower extremity radiculopathy. Disc narrowing, degenerative bony endplate change throughout, l5-s1, mild residual diffuse annular disc bulge, pronounced hypertrophy of the fused facet joints and bony endplates without evidence of direct compression of the exiting nerve roots. On (B)(6) 2010-MRI-l5-s1 partially encasing right descending nerve root and extending into the upper s1 level and partially encasing the exiting s1 nerve root. Extension into the right neural foramen at l5-s1 suspected. Significant bony hypertrophy of the vertebral endplates and fused facet joints at l5-s1 level creating moderate neural foraminal stenosis, greater on the right. Asymmetric disc bulging at l4-l5, greater to the right of midline. Asymmetric far lateral disc bulge-greater on right, new findings compared to prior exam. L4 broad based disc herniation in the right far lateral region cannot be excluded. Mild degenerative change at the l3-4 level, stable. Post op changes at l4-5 and l5-s1 stable. On (B)(6) 2010-started to develop pain in hip with feeling traveling down right leg, now with pain on top of right leg and difficulty walking, leg collapses, difficulty urinating with starting stream and difficulty with erection. Taking oxycontin, oxycodone, xanax and ambien. Possibly problem with femoral nerve-will check emg-scheduled to see [doctor]; needs to see urology. On (B)(6) 2010, resolution of leg pain; scheduled to see urology for erectile issues.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.